Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to wear of angle wire, bending angle in upwards direction does not meet the standard value; control unit is damaged; light guide connector has corrosion; light guide connector has a scratch; video cable has a scratch; protector of the video cable section has a cut; image guide protector has a chip; air/water cylinder has corrosion; forceps elevator lever has a scratch; forceps elevator knob has a scratch; light guide lens has discoloration; upwards/downwards knob has a scratch; switch box has a scratch; switch1 has a scratch; suction cylinder is shaved; control unit has discoloration; control unit has scratch; adhesive on bending section cover or distal sheath rubber has a chip; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; right/left knob has a scratch; connecting tube has a dent; objective lens has discoloration; video cable has a scratch; protector of universal cord on control section side has a scratch; protector of the video cable section has a cut; video connector case has a scratch; air/water cylinder has corrosion; grip has a scratch; universal cord has a scratch; switch2 has a scratch; suction cover has a scratch; universal cord has a wrinkle; and air/water cylinder has corrosion. Third party repairs were noted during the evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the foreign material in the channel could not be specified and there were no reported reprocessing deviations from the IFU, the foreign material likely exited the channel due to one of the following events: perforation of the channel, breakage of the channel, falling off of the biopsy calve or endo therapy accessory into the suction channel, effect of insufficient; however, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the evis lucera gastrointestinal videoscope had a clogged forceps/suction channel. The issue occurred during reprocessing. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that there was a foreign material exiting from the channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.